Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test reservoir fit properly with reservoir compartment. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Pump received without original activity guard.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they were unable to take the reservoir out of the insulin pump. The activity guard was locked and would not come off. The customer¿s blood glucose level at the time of the incident was over 600 mg/dl. They had been treating with manual shots since then. Troubleshooting was performed. The device will be replaced and returned for analysis.